Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The out of range impedance measurement triggered the lead safety switch (lss) switching the sensing vector from bipolar to unipolar. The right atrial automatic threshold went to 5 volts and there was oversensing of noise causing inappropriate atrial tachy response (atr) episodes when in unipolar configuration. The high thresholds led to the patient feeling pectoral muscle stimulation. When the lead was reprogrammed to bipolar configuration, the high threshold measurements, noise and muscle stimulation resolved. Boston scientific technical services (ts) was consulted and discussed possible reasons this could occur along with programming options. The pacemaker and ra lead remain in service and no adverse patient effects were reported.